Event description:
Posterior capsular opacification with dislocated lens [lens dislocation]. Case description: spontaneous literature report. This literature case regards a pt with no significant medical history. In 1990, the pt underwent an implantation of ceeon 911f (intraocular lens, iol) due to a not specified indication. In 2000, the pt developed a posterior capsular opacification with inferiorly dislocated iol, which were exchanged with anterior chamber iol. Two weeks after the operation, the pt recovered with best corrected visual acuity 0f 20/20.